Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported they haven't been using their ins for a couple years because their ins wasn't providing them with therapeutic relief and made their situation worse since "probably 2020." Pt noted they tried to charge their ins a year ago, but was unable to. Patient services specialist (pss) reviewed that their ins was possibly over-discharged. Pt noted their hcp requested an MRI and they needed assistance to enter MRI mode. Pss reviewed over-discharged scenarios to the pt when trying to have an MRI. The patient was redirected to their healthcare provider to further address the issue redirected caller: patient's hcp pss emailed the pt physician listings. Redirected caller: patient's hcp patient reported cause of not being able to charge ins was due to failure to charging in a timely manner. Patient reported it will be resolved, it will be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.